Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. Following predilation, this 2.75 x 28mm synergy xd stent delivery system was selected. The device was unable to cross the lesion as severe resistance was met. When the device was removed from the patient they found that the stent was lifted. The procedure was completed with a different device. No patient complications were reported.